Event description:
The customer reported there was no audio from the device. Part (speaker) replacement has been proposed and is awaiting customer approval. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting address line 1: (B)(6) reporting address postal: no information reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site to perform diagnostics on the device. A good faith effort (gfe) conducted confirmed the fse found an audio failure on the device and replaced the speaker to resolve the issue. Results of functional testing indicate a device malfunction. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.